Event description:
A diagnostic endoscopic retrograde cholangic pancreatography was performed on a pt with pancreatic cancer. It was reported that a wire guide was used for cannulation when the tip of the wire punctured the pt's ampulia. The pt was taken to the operating room for surgical repair. The physician noted that the pt's tissue may have worn thin due to the pancreatic cancer, therefore, contributing to the incident. Another contributing factor was during manipulation in some areas the wire guide could not be seen. No further complications were reported and the pt is in satisfactory condition.